Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units. The customers blood glucose (bg) level was impacted (299 mg/dl). In addition the customer reported that the pump became frozen on " fill or close" and the customer was unable to clear it. Reportedly, the customer reset the pump and was able to load a new cartridge to resume insulin therapy. The customer stated that a bolus would be taken to stabilize bg level. The reported issue occurred prior to the customer contacting tandem technical support (cts). The customer was advised to not reset the pump unless instructed by cts.